Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient (weight) information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Event description:
It was reported that the patient experienced ineffective/loss of therapy. Imaging result revealed that the lead had migrated. Additionally, the lead is disconnected from the ipg header. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.